Event description:
I have breast implants done in (B)(6) of 2009 and after having my daughter in 2010, immediately following I have had horrible symptoms. I have almost monthly flu like symptoms, chronic fatigue, sharp stabbing pain in my chest area, dry eyes and when move, sometimes my left arm hear a swishing sound.